Manufacturer narrative:
Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that this right ventricular lead had dislodged and was later repositioned. No adverse patient effects were reported following the procedure.